Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional prostyle device with the same reported issue referenced is filed under a separate medwatch report number.

Event description:
It was reported that this was a venotomy closure of two separate access sites of the right common femoral vein using prostyle devices after an ablation interventional procedure using 8f sheaths. Reportedly with both access sites, the plunger was removed, and the footplate closed; however, during removal of the device, it became stuck in the vessel at the area of the o-ring/suture bearing. The suture was cut, and the prostyle devices were removed without further issue. Additional prostyle devices were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. A sample of sterile devices returned from the account were inspected and functionally tested. No anomalies were found during testing. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.